Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. As the recorded atypical parameters and failed starts occurred on a controller that is used for non-clinical purposes, no further information regarding this will be included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the motor starts that occurred were associated with a controller that was used for non-clinical purposes and not related to the patient. The motor start events with atypical parameters and failed motor starts did not occur.

Event description:
It was reported that during an outpatient visit by the patient and when the vad specialist clinical engineer attempted to create a log file report, the log file could not be created. According to the specialist, after connecting the main controller to the monitor, the icon on the lower left of the monitor blinked and then lit, confirming that the data transfer was completed. Furthermore, when downloading data from the monitor to the usb, it seems that an appropriate patient ID should have been selected. A csv file was shared, and an attempt was made to generate a log file report using autologs; however, the report could not be generated. The csv file was then submitted to hvadlogs, and it was confirmed that there was insufficient data. Additionally, it was reported that review of log file data revealed low flow alarms and history of various motor start events with parameters outside of the typical range. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2023 /serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 21-oct-2022. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed ninety-eight (98) suction alarms logged since (B)(6) 2025, and two (2) low flow alarms logged since (B)(6) 2025. Log file analysis associated with (B)(6) revealed motor start events recorded on (B)(6) 2023 at 10:50:20, 10:52:50, on (B)(6) 2023 at 12:12:31, 12:16:10, 12:17:21, 12:19:53, on (B)(6) 2023 at 12:20:22, 13:20:01, on (B)(6) 2023 at 10:21:21, 10:53:29, 10:53:50, 10:54:39, 10:59:11, 11:00:33, 11:03:55, 11:09:49, 11:10:36, 11:11:33, 11:15:18, 11:18:39, 11:21:42, 11:25:16, 11:31:21, 11:36:17, 11:39:05, 12:02:18, 12:07:42, 12:11:33, 12:22:32, 12:26:23, 13:37:09, 13:47:54, 13:54:13, 13:55:12, 13:56:03, 13:56:22, 13:57:32, 14:04:53, 14:12:43, 14:22:20, 14:27:40, 14:28:27, 14:33:30, 14:35:39, on (B)(6) 2025 at 09:04:26, 10:55:24, 11:00:33, 11:02:18, 11:03:35, 11:09:05, on (B)(6) 2025 at 12:19:29, 12:21:35, 12:23:55, 12:27:39, 12:32:56, 12:33:24, and on (B)(6) 2025 at 13:12:00, 13:13:01, 13:18:36, 13:20:10, 13:21:29, in which motor start parameters were atypical. Additionally, log files revealed a failed motor start attempt logged on (B)(6) 2023 at 13:47:22, indicating that the pump failed to restart after multiple attempts. As a result, the reported low flow, failed motor start event and atypical motor start events were confirmed. The reported log file data issue could not be confirmed due to insufficient evidence. Of note, it was reported that the failed motor start event and atypical motor start parameters occurred while the controller ((B)(6)) was connected to a motor fixture for non-clinical purposes. Based on the available information, the most likely root cause of the reported atypical motor start events can be attributed to the use of the controller with a motor fixture. Based on the available information and historical review of similar events, a possible root cause of the failed motor start attempt may be attributed but not limited to outer shroud contact that created more friction at the housing to impeller interface, likely during the use of the controller with a motor fixture. Based on the available information, the device may have caused or contributed to the reported low flow event and the observed suction event. Based on the risk documentation, possible causes of the reported low flow event and observed suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported log file data issue involving (B)(6) can be attributed to the pump ID not being set in the log files, as described in the event details. The most likely root cause of the reported pump ID not set in the log files could be attributed to an incorrect set up process. Additional product: controller - (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.